Event description:
The clinic reported that a laser vision correction patient presented with recurrent corneal erosion, pain, loss of best corrected visual acuity (bcva) and dry eye in left eye 8 months post treatment. Topical steroid drops were increased. Pre op left eye bcva 20/20.post op left eye bcva 20/40.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
.All pertinent information available to abbott medical optics has been submitted.